Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6 )2014 and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences.